Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2016-00547 / 00550). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient had an initial right hip arthroplasty on (B)(6) 2010 and an initial left hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on the left hip on (B)(6) 2015 due to alleged pain and elevated metal ion levels. The patient was then revised on the right hip on (B)(6) 2016 due to alleged pain, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2016-00547 / 00548 / 00549 / 00550 / 02115).

Event description:
It was reported by the patient's legal counsel that patient underwent a left hip revision procedure approximately four (4) years post-implantation due to allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received confirms patient underwent a left hip revision procedure approximately four (4) years post-implantation due to pain, elevated metal ion levels.. Operative report notes loosening of the acetabular cup with no evidence of osseointegration, metal-stained tissues, effusion, fibrosis, atrophy and weakness of musculature. During the procedure, the modular head and acetabular cup were removed and replaced. A competitor cup and liner were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 component code: mechanical (g04) - head device was returned and evaluated. Upon visual inspection there is some damage to the inside of the taper of one head. Both of the heads have scuffing on the outer diameter with no debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.